Manufacturer narrative:
Revised patient code from 3190 to 2199.

Event description:
It was reported that the nursing staff stated that when the maxplus¿ is in use, it causes back flow of blood, normal saline and/or the IV fluids to leak from the connector. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the nursing staff stated that when the maxplus is in use, it causes back flow of blood, normal saline and/or the IV fluids to leak from the connector.